Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that an over infusion of tpn [total parenteral nutrition] occurred in the nicu [neonatal intensive care unit]. The tpn bag had a total of 201mls. The tpn was hung at 1800 on (B)(6) 2020 and the tpn was set to infuse at a rate of 3.4 ml/hour. The nurse on the next shift, reset the pump to infuse at 3.4mls/hour as well. At 0200 [on (B)(6) 2020] the infant began to seize, a glucose [blood sugar] check was done. The glucose was over 600 and not readable by the glucometer. The nurses verified that the pump rate was correct and it was set at 3.4ml/hr as ordered. However, it was noted that the door was not completely closed, and when they opened the door the top of the tubing was found to be slightly out of place. The pump had not alarmed per the family who was at the bedside until 2400 with the rn. According to the site, the pump should alarm ¿not engaged¿ when the tubing is not placed correctly. The nurses pulled the remaining fluid from the tubing and bag and it was determined that approximately 148 mls had infused instead of the expected 27 mls. Therefore, a total of 121 mls of tpn had over infused into the infant.

Manufacturer narrative:
The report of an over infusion of tpn was not confirmed. The inspection and testing were performed at the customer¿s location. An onsite inspection of the source pump module found the source device has a 3rd party manufactured latch and sear installed. The review of the pcu event log found no obvious programming errors. An over infusion could not be definitively determined form the logs. Prior to the onsite investigation the customer performed rate accuracy. The device was found out of specification (slightly under infusing at -5.667%). The customer then performed rate calibration which completed successfully. Asm rate accuracy testing performed onsite found the device delivering fluid in specification. The over infusion test method could not be performed. The customer did not return the device to customer advocacy. An inspection of the pumping mechanism was not performed while onsite. The customer requested that there was not to be any destructive testing/inspection performed on the source pump module while onsite. A root cause of the reported over infusion could not be definitively determined. The customer requested that there was not to be any destructive testing/inspection performed on the source pump module while onsite. A thorough inspection of the device and administration pumping segment could not be performed. Review of the source pump module s/n (B)(6) service history record showed the device had a manufacture date of 12oct2011. A review of the device service history record was performed beginning from the date of manufacture to the present date 28jan2020 and indicated that this device has been previously returned for service on 24aug2015 for a broken bezel. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that an over infusion of tpn [total parenteral nutrition] occurred in the nicu [neonatal intensive care unit]. The tpn bag had a total of 201mls. The tpn was hung at 1800 on (B)(6) 2020 and the tpn was set to infuse at a rate of 3.4 ml/hour. The nurse on the next shift, reset the pump to infuse at 3.4mls/hour as well. At 0200 [on (B)(6) 2020] the infant began to seize, a glucose [blood sugar] check was done. The glucose was over 600 and not readable by the glucometer. The nurses verified that the pump rate was correct and it was set at 3.4ml/hr as ordered. However, it was noted that the door was not completely closed, and when they opened the door the top of the tubing was found to be slightly out of place. The pump had not alarmed per the family who was at the bedside until 2400 with the rn. According to the site, the pump should alarm ¿not engaged¿ when the tubing is not placed correctly. The nurses pulled the remaining fluid from the tubing and bag and it was determined that approximately 148 mls had infused instead of the expected 27 mls. Therefore, a total of 121 mls of tpn had over infused into the infant.